Manufacturer narrative:
Information suggest these products remain in-service. Should additional information become available, this event will be updated. It was later reported that this issue had been monitored over the past few months. As of late the patient has been having more heart failure. The lead sensing and histograms show appropriate pacing markers. There was concern of potential loss of capture. Recently the patient ended up going into heart and kidney failure as they became dehydrated and hypotensive on the golf course. Possible causes and interventions were discussed and to be further discussed with the physician.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected >2000 ohms on this coronary sinus lead. During clinic check, impedance changes noted ranges from 400-1400 ohms. No >2000 ohms noted during tests or on daily measurements. Technical services discussed troubleshooting. No adverse patient effects were reported.